Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the pump had stalled, and that they were in constant pain. The patient also stated that they felt a constant spasm and seizure on their legs and stated that their doctor's office was closed that day. The agent reviewed the information, redirected the patient to their healthcare provider (hcp), and also provided the national answering service (nas) number.